Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event and subsequently expired, which was alleged to be caused by the administration of naturalyte and/or granuflo during dialysis.

Manufacturer narrative:
(B)(4). This is one event for the same patient involving two separate products.